Manufacturer narrative:
Manufacturing site evaluation: sample received: 5 unopened and 1 open race-packs. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Received 5 closed samples and 1 open and used samples. The thread in the open sample shows splitting near the attachment area. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. The needle attachment strength test was conducted on the closed samples received and the detachment of the needle has been the usual one, the threads have not split near the needle as in the open sample received. As indicated in the instructions for use of the product: "when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Eval: eval on-going.

Event description:
Country of complaint: (B)(6). Wire broke due to split wire, also the whole wire is visibly splitting.